Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed broken top case at front and left corner, missing plunger case seal. Customer's reported issue was duplicated during check syringe plunger sensor. The root cause of the reported issues was not determined. Actions taken to mitigate the reported issue: replaced main printed circuit board as preventative action.

Event description:
It was reported that device will not record the correct volume of the syringe. No patient injury reported.